Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that they had the device implanted but it did not work. Their doctor finally agreed to remove it so now they stated they ¿spend their money on pads¿. No further patient complications were reported as a result of this event.